Manufacturer narrative:
Analysis of the returned imaging system computer could not confirm any failure as the computer operated as expected without any errors or issues. The system readied, communication, 2d and 3d imaging as well as recall were successful. No problem found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the exams would not automatically transfer. To resolve the issue, the computer for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, image acquisition from the imaging system were not transferring properly. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.